Event description:
It was reported that this right atrial (ra) lead exhibited low p-wave signal amplitude measurements and loss of capture (loc) at maximum outputs. Pacing impedance measurements were noted to be within normal limits. The physician opted to reprogram the device to vdd and continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.